Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the uncomfortable stimulation had gotten better than before the implant and that no steps were taken to resolve the uncomfortable stimulation. The patient also reported notifying their managing physician about the uncomfortable stimulation.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was feeling uncomfortable stimulation. They said the stimulation was too strong and didn't know how to use the programmer. They were on 2.7 v and decreased to 2.5 v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they hadn't felt any discomfort following the surgery, and the uncomfortable stimulation was better than before. It was noted that surgery was taken as a step to resolve the uncomfortable stimulation, since the leaking was happening without the patient's awareness. The patient also mentioned that not being conscious about the leaking led to the uncomfortable stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.